Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a history of driveline infection. The patient's driveline was cultured in (B)(6) 2023 and returned positive for staph aureus, for which the patient started keflex (cephalexin). In (B)(6) 2023, the patient underwent surgical debridement for continued driveline infection concerns. Cultures from this procedure were positive for methicillin-susceptible staphylococcus aureus (mssa). No further infection concerns since, and the patient was now using a clean dressing kit.